Event description:
A hospital in (B)(6) reported via a fph field representative that the rt236 breathing circuit had a hole in the tubing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant breathing circuit was returned to fisher & paykel healthcare (B)(4) for visual inspection and pressure tested to check for leaks. Results: visual inspection revealed that there was a hole, approximately 1mmx2mm, located 85mm from the heater wire socket on the expiratory limb. The pressure test revealed that there was an excessive leak, which is outside of the specification. A lot check was not performed as no lot number was provided. Conclusion: the damage to the evaqua expiratory limb indicates that it was punctured by a sharp object. All rt236 breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The subject rt236 infant breathing circuit would have met the required specification at the time of production. This suggests that the affected breathing circuit was damaged post production. The expiratory tube of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. The user instructions that accompany the rt236 infant breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." - "set appropriate ventilator alarms."